Manufacturer narrative:
PMA/510k: this report is for an unknown 2.4mm volar distal radius plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: degeorge jr. B, brogan d, becker h, shin a (2020), incidence of complications following volar locking plate fixation of distal radius fractures: an analysis of 647 cases, plastic and reconstructive surgery, volume 4, page 969-976, (USA). The primary focus of this study was to report the type and rate of complications of open reduction and internal fixation of distal radius fractures fixed with a volar locking plate at a single institution. Between may of 2000 and may of 2015, 647 distal radius fractures managed with volar plate fixation in 636 patients. Were included in the study. There were 493 females and 154 with a mean age of 56.5 years, with a range of 18 to 93 years. 32.8 percent of these patients met the world health organization criteria for obesity. The majority of distal radius fractures were managed with a competitor¿s fixed angle locked volar plate (69.6 percent of fractures), followed by the unknown synthes 2.4mm volar distal radius plate, then 2 other competitors¿ devices. Average follow-up was 9.1 months, with a range of 1.5 months to 8.9 years. The authors did not specify which patients were implanted with the synthes device. Thus, complications will be reported as follows: 40 patients had intraarticular, loose, or painful hardware requiring removal. 8 patients had loose or painful hardware but elected not to proceed with recommended hardware removal. 2 patients had extensor pollicis longus tendon rupture. 1 patient had flexor pollicis longus tendon rupture. 18 patients had reoperation with carpal tunnel release within 3 months of distal radius fixation. 9 patients had reoperation for distal radioulnar joint instability. 4 patients had reoperation for posttraumatic arthritis. 3 patients had reoperation for tenolysis, repair, or tendon transfer. 3 patients had reoperation for ulnar shortening, resection, or replacement. 8 patients had malunion or loss of fixation. 6 patients had delayed diagnosis of scapholunate injury. 5 patients had major medical complications. 3 patients had radial artery injury requiring repair. 2 patients had permanent nerve injury. 63 patients had transient paresthesias. 16 patients had tendon irritation (5 flexor tendon and 11 extensor tendon). 12 patients had stiffness or complex regional pain syndrome. 11 patients had ulnar-sided wrist pain. 11 patients had dequervain tenosynovitis. 6 patients had delayed union. 5 patients had surgical site infection or wound-related problem. This report is for an unknown synthes 2.4mm volar distal radius plate. It captures adverse events of intraarticular, loose, or painful hardware revised and loose or painful hardware elected with no removal. This is report 1 of 4 for (B)(4).